Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 422.254s, lot: 3l10202, manufacturing site: (B)(4), release to warehouse date: 04. Feb. 2019, expiry date: 01. Jan. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the first reoperation was performed with the plate in question. On an unknown date, the second reoperation was performed due to breakage of the screws. After the second reoperation, on an unknown date, the surgeon found that the plate had been broken. After (B)(6), the third reoperation will be performed in which the surgeon will shorten the bone and perform osteosynthesis. No further information is available. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) ti lcp distal femur plate 9 holes/236mm/right-sterile. This is report 1 of 1 for (B)(4). This complaint is related to (B)(4), which reports the broken nail, and (B)(4) which reports about the broken screws after the first reoperation in (B)(4). This pc is about the breakage of the plate after the second reoperation in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event description: during the removal of the plate, 6 screws were broken, but the surgeon could remove them with a hollow reamer and a carbide drill. It was reported by (B)(4). This complaint (B)(4) captures breakage of the plate after the second reoperation (B)(4) captures broken nail on (B)(6) 2019, (B)(4) captures 4 broken screws after first reoperation, (B)(4) breakage of the screws and hollow reamer in the third reoperation on (B)(6) 2020.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. G5: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.